Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was received but is pending evaluation. A follow up report will be submitted upon completion of data investigation. No injury or medical intervention was reported.